Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported in association with this event. It was reported that the patient underwent a pump exchange on (B)(6) 2021. Multiple attempts were made to obtain additional and clarifying information regarding the reported event as well as the return status of the pump; however, no further information was provided by the account and the pump has not been returned to date. If heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Although no device related issues were reported, this IFU lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump exchange on (B)(6) 2021. No further details were provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.